Event description:
Country of complaint: (B)(6). When the surgeon tried to insert the screw to sacrum using fw213r (screwdriver), the screw was inserted in an unexpected direction. Therefore, the surgeon changed screw and instrument to others, and then, operation was completed. After the surgery, he checked the products and found that the connection of the screw was loose.

Manufacturer narrative:
The screw is complete and exhibits no abnormities. The screw was tested: the fixation of the inlay(latch/nose). Backlash of -and analysis-equipment: microscope. Digital-camera. The manufacturing documents have been checked and found to be according to specification during the time of prodthe screw/body. Shape of the hexagon. Position of the inlay. All points are correct. Used testuction. The complained screw is without any functionally deviation. Without further knowledge about the circumstances, it is assumed it is a user related error. According to sa-de13-m-4-2-01-000-0 there is no CAPA necessary. The current failure rate is within the risk analysis and therefore acceptable.

Manufacturer narrative:
Eval on-going at manufacturing site.